Event description:
It was reported that the customer had been experiencing high blood glucose values for four days. The customer's blood glucose was 339 mg/dl. Troubleshooting could not be completed because the customer did not have the tubing clamp. The customer stated that he would call back in order to continue troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).